Manufacturer narrative:
The reported events of no lv output, failure to interrogate, premature battery depletion, and incorrect measurement were not confirmed. The device was received with normal output and normal telemetry communication. Functional testing of the device did not find any anomalies. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that premature battery depletion was alleged.

Event description:
It was reported that a patient presented with premature battery depletion, loss of pacing, loss of interrogation, and diagnostic indicator malfunction noted on the patient pacemaker. The patient reported discomfort as a result. The device was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported and the patient was stable.